Manufacturer narrative:
G4:04nov2020. B4:30nov2020. H11: after further review of this complaint. It was determined that MFR report#: 2031642-2020-04194 was reported in error. The alarm led failed was found while performing preventive maintenance. This event does not present direct risk of patient or user harm; therefore, it is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17nov2020 b4: (B)(6)2020 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17nov2020.

Event description:
The customer reported that the unit has a check vent alarm led failed. The customer contacted product support and was advised to replace the power switch overlay and provided part ID. The customer reported that the unit was not in use on a patient. The issue was discovered during routine preventive maintenance. No delay was noted. Product support advised the customer to replace the power switch overlay and provided the part ID for the part.